Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on an unknown date. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, swelling, inflammation, lack of mobility, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient's legal counsel alleged patient underwent a revision procedure on an unknown date in (B)(6)2011. A review of the invoice history shows an initial hip procedure occurred (B)(6) 2009; however, there was no record found for this patient for (B)(6) 2009. In addition, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records confirmed the right hip arthroplasty procedure was performed on (B)(6) 2009 and the revision procedure was performed on (B)(6) 2011. Further information in patient's medical records reveal the revision was due to torn external rotator tendons, and scar tissue formation. The patient's operative report noted scar tissue, a dehiscence of the it band, and detachment of the external rotators from the greater trochanter.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. It was initially reported that a review of the invoice history confirmed the initial surgery date; however, invoice history shows initial procedure occurred (B)(6) 2009.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, swelling, inflammation, lack of mobility, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient's legal counsel alleged patient underwent a revision procedure on an unknown date in (B)(6) 2011. A review of the invoice history shows an initial hip procedure occurred (B)(6) 2009; however, there was no record found for this patient for (B)(6) 2009. In addition, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2011; date explanted - (B)(6)2011. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06651 & 06652).